Event description:
It was reported that the pt suffered a trauma to the head.

Manufacturer narrative:
Additional information: based on the information received, damage to the active electrode, very likely caused due to excessive mechanical stress seems to be the reason for the reported problem. Should additional relevant information be received, the complaint can be re-opened again.

Event description:
Additional information: the patient still has access to sound.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The patient suffered a head trauma. The user has been re-implanted .